Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Not explanted/ still in patient. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgeon encountered dysfunction with the non-return clips of the screws of the zerop va cage. These clips just do not come out. During the implantation of the screws, their locking mechanism in the plate is ineffective. The event happened intra-operative. No fragments were generated. The cage was implanted without the locking system. The operative time was not significantly increased. This complaint involves one part. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity # 2). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. X-rays belong to one patient and may be associated with one of four complaints ((B)(4)). A product development investigation was performed for the subject device. Based on the complaint description and without material, without knowing the lot number, no investigation could be performed from a mechanical point of view. There were 4 x-rays (lateral view) provided for four complaints ((B)(4)). A clear allocation of the x-rays to the respective complaints could not be made due to missing data. However on all x-rays no special observation could be made regarding the implant. The subject matter expert (sme) for the implant, a medical director, visited the surgeon and attended a surgery. A zero-p va was implanted without any issues. Implantation was done according to the surgical technique. No peculiar observations were made. No conclusion can be made based on the information and observations gathered during this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.